Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer rolled over onto the pump and the touch screen became shattered and unreadable due to the top half of the screen becoming black. Customer's blood glucose was 178 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.